Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked approximately 121.0 cm from the hub and ovalized approximately 134.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the cat6 was ovalized. This damage may have occurred due to forceful manipulation of the cat6 within patient anatomy. The ovalization damage likely contributed to the resistance experienced during the procedure. Further evaluation revealed the cat6 was kinked. This damage was likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician made one pass using the cat6 and then encountered resistance while advancing the cat6. Therefore, the cat6 was retracted back through the non-penumbra sheath for inspection. Upon inspection, the physician noticed that the cat6 was kinked. The procedure was then completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.